Event description:
This case, reported by a sales representative, concerns a male pt. The pt had no significant medical history and no history of concomitant medications. The pt took human insulin isophane suspension 70% / humane regular insulin 30% (humulin 30/70 100 iu cartridge, 22 units in the morning and 30 units in the evening) via a humapen burgundy/ clear with a clear cartridge holder attached for the treatment of diabetes mellitus beginning in january 2006. In feb 2006, approx two weeks after starting human insulin isophane suspension 70% / human regular insulin 30% via humapen burgundy/clear cartridge holder attached, the pt started observing lack of efficacy and experienced hyperglycemia. The blood sugar levels rose between 248-280 mg/dl. In feb 2006, the pts blood sugar level rose to 315 mg/dl and he was hospitalized for the control of his blood sugar levels. As per the sales representative it was discovered that the pt had not been using the device properly, therby leading to inadequate control of the blood sugar. On the same day, human insulin isophane suspension 70% human regular insulin 30% was stopped. In the hosp the pt was given human regular insulin (humulin r vial) and his blood sugar levels were controlled. Inappropriate use of this device had led to inadequate control of the blood sugar. It was reported that the pt had recovered in feb 2006 and was discharged from hosp. Human regular insulin was only used in the hosp and the pt was switched back to human insulin isophane suspension 70% human regular insulin 30%. The operator of the device was the pt and it was unk if the operator of the device was trained. The pt had used the device since jan 2006. It was unknown if the device would be returned to the manufacturer and it was unk if the device was continued. As the reporter was a non health care professional, the relationship between human insulin isophane suspension 70% human regular insulin 30% via a humapen burgundy/clear with a clear cartridge holder attached and the events was not assessed.